Manufacturer narrative:
The device has not been rec'd by this MFR. An eval has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corp that during a therapeutic placement of a rx wallstent biliary endoprosthesis (pt age and gender unk), the delivery catheter detached during the stent deployment. The physician used a snare to retrieve the device and another stent was used to successfully complete the procedure. The pt's condition was reported as "fine".